Manufacturer narrative:
Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory was performed and no anomalies were found.

Event description:
It was reported that the left ventricular (lv) lead dislodged. The lead was capped and was replaced with a competitor lead. The patient is a participant in the (B)(6) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).